Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the devices were reviewed and the root cause is undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. A review of manufacturing records did not identify any anomalies a review of complaint databases did not identify any anomalies. The devices were reviewed by bioengineering and a report was received stating; dur opt std poly ins 28/54,56 (159913054) is fractured. A large segment of the liner is missing and has not been returned. A visual inspection has been carried out on this part however it is not possible to inspect the part fully as a result of the missing segment. Considering the damage and markings visible, it is likely that the fracture occurred during retrieval. Additionally, the surgeon letter ((B)(4) additional information ad 10 july 2019.msg) stated that "the wear of a pe inlay as it is to be expected after 15 years". Slight thinning of the rim near the sectioned region suggests increased wear however it is not possible to definitively conclude this as a segment of the rim missing. It is not possible to assess evidence to suggest impingement of the liner with the stem at the missing rim segment. Extensive yellowing is visible on >50% of the bearing back face, suggestive of lipid infiltration or oxidation. Articul/eze ball 28 +8.5 bl (136513000): 3 deep scratches are visible on the bearing surface, however this are likely to be from extraction. Visual analysis was conducted: with regards to the head a goldberg taper score of 1 was given, striper wear was identified, defined scratches of 3-5 and fine scratches of 25-49% was noted. With regards to the liner; no impingement or malalignment noted. On the bearing surface edge wear was identified, embedded debris of 1-3 of undetermined particles was noted, a hood score for abrasion was visible and a wear scar was identified. On the back face surface deformation was present around the screw head and/or screw holes, and damage on the locking mechanism was noted. Medical records were reviewed. The bioengineering report concluded: it is unlikely that a potential product issue was present. No corrective action is required. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419. Device history lot: a review of manufacturing records did not identify any anomalies. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon is ordering a patient specific pe-hip inlay right side because of normal pe wear. Doi: (B)(6) 2003, dor: (planned) 31-may-2019.